Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones. Technical services (ts) explained possible causes for the tones and referred the patient to their health care professional (hcp). Data analysis showed the battery appeared to be depleting more quickly than expected. Device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones. Technical services (ts) explained possible causes for the tones and referred the patient to their health care professional (hcp). Data analysis showed the battery appeared to be depleting more quickly than expected. Device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Investigation concluded that the tones was a result of the premature battery depletion (pbd) and elective replacement indicator (eri).

Manufacturer narrative:
Correction has been made to section b5 (describe event) and section d2a (common device name).

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (ICD) heard beep tones. Technical services (ts) explained possible causes for the tones and referred the patient to their health care professional (hcp). Data analysis showed the battery appeared to be depleting more quickly than expected. Device was explanted. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Investigation concluded that the tones was a result of the premature battery depletion (pbd) and elective replacement indicator (eri).